Manufacturer narrative:
Patient information unknown. Adverse event problem work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -5.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was removed. Reportedly, "the patient implanted 12.6mm crystal, and the arch height was too high. The patient was worried about the risk of the second operation and asked to remove the crystal. The doctor decided to remove the crystal after repeated communication with the patient." The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Additional information: h3: device evaluation: d9: return date: 18-jul-2023. H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage and residue/debris on the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).